Manufacturer narrative:
(B)(4). Batch # h53t3c. The analysis results found that the ecs25a device arrived with the anvil missing, otherwise with no apparent damaged. As the original anvil was not received, further investigation with the original anvil could not be performed. The casing half washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No safety issues were noted during functional test. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # h53t3c. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was obtained: the surgeon had difficulty connecting the anvil to the trocar since the trocar would deploy back into the gun. The surgeon was not using an anvil grasper, but a similar instrument which is recommended if a dedicated anvil grasper is not on hand.

Event description:
It was reported that during an esophagogastrectomy procedure, the open ended stapler was inserted through the stomach and the anvil was brought to connect the two together. When trying to connect the anvil to the trocar side of the device, the trocar pin was easily pushed back inside the device with the safety on. It was difficult to get the anvil seated with trocar. Once coupled, the device was closed and the staple height adjusted down. The safety was removed and the device was fired. The anastomosis was checked and complete. When checking the donuts, the rep in the case and the surgeon found that with the safety off or on, the trocar pin would push back into the device. There were no issues with the anastomosis or staple formation. No additional device was necessary to complete the procedure. There were no adverse consequences for the patient.